Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The force bipolar instrument was found to have a severely bent grip, causing side-to-side misalignment of the grips. The instrument was found with the base of the grip severely bent outwards. The location of the bent grip is near the conductor wire groove and the root cause of the severely bent instrument grips -tips is typically attributed to mishandling/misuse such as excessive force applied to the instrument jaws. A review of the instrument log for the force bipolar (part number 471405-06/lot number k11220404 0248) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 via system sk2833. The alleged instrument had 9 uses remaining after the last procedural use. Isi received images of a broken force bipolar instrument. A review of the image was conducted by an isi advance failure analysis (afa) and found the following information: it appears that the force bipolar grips have been dislodged from their normal position. This complaint is considered as reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to bent grip tips. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system.

Event description:
It was reported that during a da vinci-assisted inguinal unilateral hernia surgical procedure, the force bipolar instrument caught on the trocar and would not go through it while trying to remove the instrument from the arm. The instrument seemed to snap up and was getting caught on the tip of the trocar. The customer was finally able to remove the instrument without hurting the patient. The technical support engineer (tse) reviewed the system logs and found errors 282 tool invalid on the universal surgical manipulator (usm1). The customer confirmed that there were no recognition issues. The procedure was completed with no report of patient injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 07-june-2022: the metal piece at the base of the force bipolar instrument jaws popped up during the procedure. Only one of the force bipolar instruments was removed with the cannula, the instrument was inspected prior to use. The issue occurred while the force bipolar instrument was pulling/dissecting the tissue. The instrument did not collide with any other instruments or tools during procedure.